Event description:
Non-union noted on a reverse oblique subtrochanteric femur fracture. Patient revised to a larger diameter tfn on. Nail was not broken.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.